Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was intended to be used for treatment. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure there was resistance inside the microcatheter, the subject coil stretched and prematurely detached, and the coil was unable to be removed from the body. Additional information provided by the customer indicated that no damage was noted to the device packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the tortuosity of the patient's anatomy was average. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a procedure, the subject coil encountered resistance while inserting inside the microcatheter. Both subject coil and the microcatheter were attempted to remove but the subject coil prematurely detached inside the patient's anatomy. The subject coil was attempted to remove but it stretched and remained inside the body. The physician has no plans to remove the subject coil from the patient's anatomy. Condition of the patient, how procedure was completed and any medical intervention done due to this event are unknown. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a procedure, the subject coil encountered resistance while inserting inside the microcatheter. Both subject coil and the microcatheter were attempted to remove but the subject coil prematurely detached inside the patient's anatomy. The subject coil was attempted to remove but it stretched and remained inside the body. The physician has no plans to remove the subject coil from the patient's anatomy. Condition of the patient, how procedure was completed and any medical intervention done due to this event are unknown. No other information is available.